Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. Subsequently, the patient was treated with oral and topical antibiotics. Surgery to remove and replace the magnet was completed on (B)(6) 2024 under general anaesthesia. The implanted device remains.